Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon stated that the pt has developed cystic duct leaks, which the surgeon attributes to excessive heat produced by the harmonic scalpel. The heat traveled down the lumen of the duct causing it to rupture. The surgeon and staff did not save the device. The rep is not certain of exact consequence. 01/04/2000 message from rep. The pt had to be reoperated to repair the cystic duct.